Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The reported patient effect of worsening/recurrent mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information available, a definite cause for the reported recurrent mitral regurgitation (mr) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2019, a second mitraclip procedure was performed to treat mr with a grade of 3-4. One clip was successfully implanted, decreasing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to capture recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. One xtr clip delivery system (cds) was successfully implanted, reducing mr to a grade of 1+. On (B)(6) 2019, echocardiogram showed mr had increased to a grade of 2-3. The clip was confirmed to be stable on both leaflets and no leaflet damage had occurred. There was no clinically significant delay in the procedure. No additional information was provided.